Manufacturer narrative:
A4: weight is unknown. Device status: the impella device was not received from the customer as it was discarded after use. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and placed on extracorporeal membrane oxygenation therapy. The following day after start of impella mcs, constant suction alarms from impella device support level p-2 were encountered. The risk of adverse events as a result of unresolved suction alarms was discussed with the care team and the decision was made to maintain impella support at p-2. An echocardiogram was completed and showed the impella position as appropriate and left ventricle was decompressed. The patient was noted to be in stable condition following the event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pump suction: clinical details report that the pump was in continuous suction while at p-2 midday 8/aug/2025. The pump was confirmed to be in good position, but the patient was on ECMO and there was low volume in the ventricle. No additional volume was added. Data logs were reviewed and the report was confirmed. The case had 125 continuous suction #73 triggers, and 44 continuous suction #14 triggers, indicating low mcmax values, or flows during systole. Additionally, there were 14 triggers of position unknown #33, indicative of low mc modulation and low ps pulsatility. The alarms, specifically suction #73 were persistent throughout the case. A closer look at the lt log on 8/aug showed pump flows were averaging 0.47 l/min (spec: 1.1-2.1 l.min). There were no signs of improper positioning or ingestion events in data logs. This all aligns with the clinical details provided that the the patient was on ECMO and had low volume in the lv. Product wasn't returned for investigation. Based on the low mc values/flow calculations and alarms in data logs aligning with the clinical details provided, the cause of the pump suction was determined to be patient condition related. Device history lot: device lot: 1936081. Device history batch : subcomponent: na. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.